Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance (greater than 133 ohms) on the right ventricular channel. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Device remains in service. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.